Manufacturer narrative:
The reported event of the torque wrench fractured while attempting to untighten the atrial setscrew was confirmed. Analysis revealed that the atrial setscrew was over-torqued during the implant procedure. At explant the torque needed to untighten the over-torqued setscrew was greater than the torque wrench was designed to provide. This resulted in the shaft of the torque wrench twisting then fracturing. The user/physician most likely did not use the required torque wrench when connecting the lead during the implant procedure. Next, the device header was found not to be opaque. All header components are visible in the epoxy header.

Event description:
It was reported that the patient presented to the hospital for generator changes procedure. During the procedure, while attempting to loosen the set screw on the atrial lead, the torque wrench had broken. The physician also observed discoloration of the device header. A sterile allen wrench was provided, and the set screw was successfully removed. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.